Event description:
A falsey elevated troponin I result of 10.88 ng/ml was obtained. The result was not reported to the physician. The sample was retested again and a result of 0.03 ng/ml was obtained. Patient treatment was not prescribed or altered, and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument data indicates that the cause for the falsely elevated troponin I is due to misaligned probes and partially clogged drain.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument, and instrument data indicated that the cause was misaligned probes, and partially clogged r2 drain. Probe alignment and drain cleaning was performed by a dade behring field service representative. The instrument is operating within specifications.